Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This event occurred in (B)(6) . The consumer reported her tampon fell apart and pieces remained inside of her that she self-removed. She indicated this happened with two tampons.